Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during set up for a knee arthroscopy, the package of the incisor plus plat blade was broken. There was a back-up device available and a surgical delay of less than 30 minutes was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. One corner of the plastic molding is broken off. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of device assembly found that appearance: parts are to be free of blowouts and burn marks, incomplete forming, smudges, grease & oil spots, nicks, burrs spikes or ragged edges, cuts, tears or cracks. The root cause was associated with a transport or storage failure. Factors that could have contributed to the reported event include rough handling during transport or storage, or exposure of the packaging to excessive heat. No containment or corrective actions are recommended at this time.